Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient weight is (B)(6). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties to be related to the patient anatomical conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, de novo lesion in the non-tortuous, but tight, proximal left common iliac artery. A 6.0mm x 59mm x 135cm omnilink elite vascular balloon expandable stent system was advanced over a 0.035 non-abbott guide wire and to the target lesion without resistance. When verifying stent position under fluoroscopy, it was noted that the omnilink elite system had inadvertently been advanced past the target lesion into the distal left common iliac. When pulling the omnilink elite system back toward the proximal iliac target lesion, resistance was felt against the lesion calcification, but no force was applied, and the stent dislodged in the distal iliac. The omnilink elite delivery system was withdrawn from the anatomy without difficulty. Unspecified 3.0mm then 4.0mm balloons were each advanced into the unexpanded omnilink elite stent, and the balloons were each inflated, gradually pulling the stent back into the target lesion. An unspecified 6.0mm balloon was then advanced and the omnilink elite was successfully deployed in the target lesion. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.